Event description:
It was reported that the patient had the spectra penile prosthesis left 9.5mm x 16cm cylinder replaced with a 12mm x 16cm cylinder as the front part of the penis was bent while during sex with a partner. Following the revision surgery, the patient was stable, improved and the event resolved.

Event description:
It was reported that the patient had the spectra penile prosthesis left 9.5mm x 16cm cylinder replaced with a 12mm x 16cm cylinder as the front part of the penis was bent while during sex with a partner. Following the revision surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Investigation summary: an allegation related to cylinder has diameter too small was reported. The cylinder performed within specification. Product analysis was unable to confirm the reported event. Device history record (DHR): review of the manufacturing records for batch 1000237405 was completed and found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Labeling review: review of the labeling confirmed the reported adverse events of device sizing is included in the product labeling. There is no objective evidence that the user did not properly handle or use the device according to the spectra IFU. Additionally, the reported events do not contain an allegation against the labeling. Device technical analysis: the spectra cylinder was visually and functionally tested; no evidence of any damage was identified. Cylinder passed the bend test with a force readout of less than 1390 grams. The cylinder therefore performed within specification. Product analysis was unable to confirm the reported event. Investigation conclusion: based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation.